Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, power on self test, and review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An f-63 (lithium backup battery voltage is too low to back up the memories) alarm was identified during power on self test and review of the alarm log. The reported issue was verified. The cause of the condition was low voltage lithium battery. To correct the condition, the lithium battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not turn on. This was identified before use. There was no patient involvement. No additional information is available.